Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain'), iridocyclitis ('inflamation in my body'), gallbladder disorder ('gall bladder') and appendix disorder ('appendix') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz and alesse. Concurrent conditions included allergic rhinitis, asthma and gerd. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol with codein #3), codeine since may 2017, hyoscine (scopolamine) since may 2017, linaclotide (linzess) since september 2012, omeprazole magnesium (prilosec) since 2012 and promethazine since may 2017. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: much worsened constipation"), abdominal pain lower ("abdominal lower right side"), back pain ("low back pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and appendiceal mucocoele ("appendiceal mucocele"). In july 2010, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced fatigue ("fatigue"), headache ("headache"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal) I would spot or bleed very heavily at random times of montt"), menorrhagia ("abnormal bleeding, menorrhagia I would spot or bleed very heavily at random times of month."), migraine ("migraines"), nausea ("nausea. This happened during sex"), vaginal discharge ("vaginal discharge") and hyperhidrosis ("sweats"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) sex had gooten so painful I emotionally could not do it this really caused issues in our marrige and my own self worth"), depression ("psychological or psychiatric problems condition: depression the chronic pain started wearing on me as awell as having the energy for my family. Sex and relation with my husband were very streesful and painful. They were much better after hysto but") and cystocele ("bladder or urinary problems or changes prolapse cystocele/ cystocele came about"). In november 2012, the patient experienced appendix disorder (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), libido decreased ("low libido"), acne ("acne"), married ("marriage problems"), abdominal pain upper ("gastrointestinal or digestive system condition type: much worsened stomach pain"), salivary gland mucocoele ("mucoclele"), iridocyclitis (seriousness criterion medically significant), gallbladder disorder (seriousness criterion medically significant) and self esteem decreased ("blow to confidence in myself and my health,") and underwent colectomy ("resection of the colon"). The patient was treated with magnesium, rizatriptan benzoate (maxalt), sulfamethoxazole;trimethoprim (mortin), surgery (had surgery to remove the essure implant), type of surgery: removal of appenix and type of surgery: removal of gall bladder. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain upper, abdominal pain lower, back pain, arthralgia and myalgia had resolved, the dyspareunia, abdominal distension, hot flush, libido decreased, acne, female sexual dysfunction, depression, married, cystocele, nausea, dysmenorrhoea, vaginal discharge, hyperhidrosis, salivary gland mucocoele, iridocyclitis, gallbladder disorder, appendix disorder, self esteem decreased and colectomy outcome was unknown and the fatigue, headache, migraine, constipation and appendiceal mucocoele was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, appendiceal mucocoele, appendix disorder, arthralgia, back pain, colectomy, constipation, cystocele, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder disorder, headache, hot flush, hyperhidrosis, iridocyclitis, libido decreased, married, menorrhagia, migraine, myalgia, nausea, pelvic pain, salivary gland mucocoele, self esteem decreased, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-sep-2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received reporter information. New event was added hot flashes, low libido, acne, vaginal hemorrhage, menorrhagia, apareunia (inability to have sexual intercourse), depression, marriage problems, prolapse cystocele, migraines, nausea, dysmenorrhea (cramping), vaginal discharge, constipation, stomach pain, lower abdominal pain, low back pain, joint pain, muscle pain, sweaty , appendix disorder nos, appendiceal mucocele, mucoclele, inflammation in my body, gallbladder disorder. Outcome added fatigue, pelvic pain, stomach pain, lower abdominal pain, low back pain, joint pain, muscle pain, constipation, vaginal hemorrhage, menorrhagia, migraines. Concomitants, treatments and historical drugs was added. Medical history and lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal distension, fatigue and headache outcome was unknown. The reporter considered abdominal distension, dyspareunia, fatigue, headache and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.